Manufacturer narrative:
(B)(4). The field service engineer (fse) replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator passes all tests and calibrations per manufacturer specifications.

Event description:
It was reported that an 840 ventilator's display had a burn mark. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). Additional information on the event received.

Event description:
The customer reported that both the ventilator's upper and lower displays were blank.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to damage due to a power surge from an unknown source. If information is provided in the future, a supplemental report will be issued.